Manufacturer narrative:
Submit date: 11/14/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with syringes. The customer states that in the last month or two when he starts using a new needle, he has noticed that many of the needles allow air into the needle. The air is going through the rubber part of the injector. The customer stated that he will be filling the needle and after he puts about 50 units of insulin in, big bubbles of air will come in by way of the rubber part of the plunger. The needle has also allowed insulin to come out of the same area. The customer has thrown away about 20 needles that do the same thing. The customer is unable to quantify how many have had the issue.